Manufacturer narrative:
Result: the catheter is fractured approximately 1.5 cm underneath the hypo-tube, and 28.5 cm from the hub. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that a leak was noticed distal to the hub after inserting the 5maxace through a neuron max 088 delivery catheter. Evaluation of the returned product revealed that the catheter was fractured in two locations distal to the hub. The likely cause of this issue was improper handling of the device during removal from the packaging, preparation for use or during insertion into the patient. Devices are 100% visually inspected for damage during device packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During a procedure, the physician was using a penumbra system 5max ace reperfusion catheter and noticed bleed back around the stainless steel portion distal to the hub upon insertion through the neuron max. The physician pulled the 5max ace out and used a new one to complete the procedure without further issues. There was no adverse effect on the patient.